Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent double counting of waveforms and one undersensed beat was noted on the atrial channel. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.